Event description:
It was reported that the user experienced nighttime low blood glucose while using the ilet, with a recorded nadir of 82 mg/dl, and had been treating early and pausing insulin delivery, as well as routinely announcing meals as ¿less than usual,¿ which was assessed as maladaptive use affecting automated dosing performance. Customer care provided troubleshooting remotely which included review of device data and user report, and education. Investigation of this case revealed user-related factors, including early treatment of perceived lows, pausing insulin delivery, and systematic under-reporting of meal size, contributing to suboptimal device learning of the ilet. No clinical symptoms associated to hypoglycemia reported. Outcomes included user-performed oral glucose treatment. It was concluded that the device functioned as designed and that the event was attributable to use error; a reset was performed and guidance provided to support appropriate meal announcements and hypoglycemia management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.